Event description:
During the paroxysmal supraventricular tachycardia procedure, signal issues with the catheter resulted in a procedural delay. After insertion via the femoral vein, it was noted the signal of electrode d3 was not seen well. The cable, generator, and pin box were all replaced but the issue persisted. The catheter was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. Electrodes 10-12 and 14-16 met specifications for acceptable resistance values with no open or short circuits detected. An incidental finding found bent pins the connector plug. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported noise and display issues remains unknown. Abbott is continuing to closely monitor this issue.